Event description:
It was reported that 2 bd insulin syringes 0.5ml, 31ga 8mm needles were unable or difficult to aspirate and had foreign matter in fluid path. The following information was provided by the initial reporter : consumer stated he could not draw with syringe 1. Consumer reported seeing clear liquid in the barrel prior to injection, did not use syringe the syringe affected. Lot: 0083446. Catalog: 328509. Date of event: unknown. Samples: yes cl.

Manufacturer narrative:
The following fields were updated due to additional information: device available for eval yes, returned to manufacturer on: (B)(6) 2021. Investigation summary: customer returned (2) 1/2cc, 8mm, 31g relion syringes in an open poly bag from lot # 0083446. Customer states that the syringe had a clear liquid in barrel prior to injection. Both returned syringes were examined and one exhibited clear liquid in the barrel. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely silicone. The remaining syringe was tested and was able to draw and expel properly without any observed defects. A review of the device history record was completed for batch# 0083446. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications noted that did not pertain to the complaint. Root cause cannot be determined at this time as the issue is unconfirmed.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date : unknown. A device evaluation is pending but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd insulin syringes 0.5ml, 31ga 8mm needles were unable or difficult to aspirate and had foreign matter in fluid path. The following information was provided by the initial reporter : consumer stated he could not draw with syringe 1. Consumer reported seeing clear liquid in the barrel prior to injection, did not use syringe the syringe affected. Lot: 0083446. Catalog: 328509. Date of event: unknown. Samples: yes cl.